Event description:
Patient experienced abdominal pains, loss of restriction, and regaining of some weight lost. X-ray shows tubing break near tubing connector. Follow up findings: leakage at or near port tubing connector.